Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator was unable to acquire 12-lead ECG. There was no negative patient impact.

Manufacturer narrative:
(B)(4).